Event description:
The customer reported that their central nurse's station (cns) experienced hdd failure and that they need to purchase new ones in order to mitigate this issue. No hard or injury was reported.